Event description:
Pt reports damaged package and medication. Pt states that remodulin leaked out in the package when delivered. Pt advising that two cassettes not working properly. Lot number and expiration dates of cassettes are unknown as not reported. It is unknown if the medication that spilt caused the cassette malfunctions. No additional information to report at this time. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No interruption to therapy, missed dose(s] or adverse event(s] reported due to product issue. Unknown if cassettes are available for return. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Unk; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved? Reported to (B)(6) by pt/caregiver. Ref report: mw5160446.